Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the patient initially presented with pocket stimulation that lead to discover of dislodgement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19588. It was reported that the patient presented for follow up with both the right atrial and ventricular leads pulled back due to twiddlers syndrome. The leads were explanted and replaced. The patient was in stable condition.